Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Return analysis noted a pinhole rupture on the balloon. In this case, it is likely that the noted balloon rupture resulted in the reported inflation issue; however, a conclusive cause for the noted balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 3x200mm armada 18 balloon was inflated 3 times at 14 atmospheres but it only partially inflated. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted [fluid was observed coming out from a pinhole rupture on the balloon located approximately 1.2cm distal to the proximal seal. The distal tip was torn for a length of approximately .5mm.] No additional information was provided.